Event description:
Consumer reported an event with tough strips waterproof extra large band aid bandages. The consumer is a (B)(6) male who had hip surgery, a few weeks ago. The consumer I bought the waterproof brand band-aids and used them to keep his stitches covered while showering. The consumer started using the bandages on (B)(6) 2021. On (B)(6) 2021, consumer started experiencing unknown symptoms. On (B)(6) 2021, the consumer was hospitalized with an infection (treatment unknown). Consumer stated that he was discharged (B)(6) 2021 and is still experiencing symptoms. This is one of three medwatches being submitted as three devices were involved in this event with the same patient. See medwatch 8041154-2021-00038 and 8041154-2021-00040. The same patient is represented in each medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and ethnicity were not provided for reporting. This report is for one (1) bab tough strips waterproof ex lg 10s USA 381370055662, (B)(4), lot number n/a. UDI #: (B)(4). Upc #: 381370055662, exp: na, lot number: ni. Device is not expected to be returned for manufacturer review/ investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.